Manufacturer narrative:
Owner's manual says "warning" patient must be restrained at all times by a safety strap(s) when positioned on the table." In-service on properly locking the bed and securing the tops has since been completed no issue with the table was found by the hospital bio-med while trying to replicate the issue.

Event description:
It was reported the patient was on the bed in the prone position. The physician was standing on the right of bed and asked that the patient be lateral away from him. The nurse hit the switch, the bed turned lateral toward the physician and the patient slid off the table. The nurse then tried to level the table and nothing happen, after trying three times the table finally leveled.